Manufacturer narrative:
The synchroseal instrument involved with this event has been requested to be returned for analysis. However, it has not yet been received. Therefore the root cause of the reported issue has not ben determined. A review of the device logs for the synchroseal instrument (part# 480440-06 / lot# l90220102-0166) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a duodenal switch surgical procedure. This is a single use instrument. No image or video clip for the reported event was available for review. This complaint is being reported based on the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the synchroseal instrument and the e-100 stopped working. The customer contacted intuitive surgical, inc. (Isi) technical support and stated that they were able to use the synchroseal fine at first, but later when they would hear the audible tone and noticed that it was not sealing. The customer swapped to a vessel sealer and it worked fine with the e-100 generator. The customer wanted to know if there was something wrong with the e-100 generator. The isi technical service engineer (tse) viewed the system logs, but found no related entries. The tse advised the customer that because the vessel sealer instrument was working fine, the issue was likely with the synschroseal instrument. The tse recommended for the customer to return the instrument for analysis. The procedure was completing as planned with no reported injury. On (B)(6) 2022, isi followed-up with the initial reporter and obtained the following information: the clinical territory associate (cta) stated the synchroseal instrument was inspected prior to use and worked for the majority of the case. Then the instrument stopped sealing. The cta could not remember if any errors occurred. The cta was not sure what the target tissue was and if it was greater than 5mm in diameter. It did not look like the target tissue was under tension during sealing and there was no damage to the tissue. The doctor sealed over staples and there were sparks. After the sealing over staples occurred, the synchroseal stopped working. There was no bleeding and the patient was fine and stable. There were no burns or any injury or harm to the patient. The procedure was completed robotically. On (B)(6) 2022, isi followed-up with the initial reporter and obtained the following information: the cta stated there was a continuous audible tone during the sealing sequence. At the end of the sealing sequence, there was 3 fast audible tone. The tissue was not cut afterwards. Sparks were observed outside of the jaws. The patient did not have burns and there was no patient injury or harm.